Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for instrument inspection. After evaluation of the instrument and instrument data, the cse replaced the sample syringe, and ran multiple test sample replicates. The results were repeatable and correlated with the customer's alternate analyzer. The cause of the discordant results obtained on multiple methods was the sample syringe malfunction. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A discordant advia centaur testosterone (tsto) patient result was initially reported to siemens. The discordant result was questioned by the physician and the same patient sample was repeated and the result was lower. Another testosterone (tsto) patient result was repeated and the result was lower. The customer performed repeat testing on approximately 239 patient results that had been reported to the physician(s) on multiple advia centaur assays and informed siemens that there were additional discordant patient results. Corrected reports were issued to the physician(s). There was no report of patient intervention or adverse health consequences due to the discordant results obtained on multiple methods on an advia centaur instrument.